Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent foreshortening and dislodgement occurred. The target lesion was located in a coronary artery. A 16x2.25 promus premier stent was advanced to the lesion. However, it was noted that the stent appeared shorter than the labeled size. When the stent delivery system balloon was inflated, the stent came off the balloon. The stent was re-positioned and was successfully implanted. Another stent was then implanted to cover the small geographical miss and the procedure was completed. No patient complications were reported and the patient's status was stable.